Event description:
It was reported that the customer received a continuous glucose monitor (cg)m error 42. There was no reported impact to the customer¿s blood glucose level. Customer support provided full pump reset instructions, guided caller through reset, and after reset pump no longer displayed cgm error code.